Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion set tubing was detached from hub event on (B)(6) 2024. The infusion set was in use for one hour. No further information was available.